Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Date of surgery: (B)(6) 2015. It was reported via patient's call that she had deep second degree to 3rd degree burns. Reportedly, patient claimed she received a burn on her skin next to the incision. She claimed a "laser" was used. Physical therapy and MRI was done for additional treatment and testing respectively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.